Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when removing the delivery sys capsule was still on the delivery sys, but fell in the pt¿s mouth. The pt was not injured following the procedure.